Event description:
It was reported the device was used during a lap appendectomy. It was reported the ez35 was fired across the appendix. When the device was opened, it was discovered the device cut, but did not staple. It was reported gangrenous fluid spilled out from this site. Another ez35 device was openen, fired, and it worked fine. The device was reloaded with another cartridge and was fired. The device stapled, but did not cut. There was no consequence to the pt.